Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. Following pre-dilation was performed with an emerge balloon catheter, a 28 x 2.75mm rebel stent was advanced but difficulty advancing was encountered. However, when the device was removed, it was note that the tip was damaged and the stent struts were unfolded. The procedure was competed with another 28 x 2.75mm rebel stent and post-dilation was performed with a non-compliance balloon catheter. The patient was observed in 24hrs, with no further complications were reported and the patient's status was stable.